Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer states that they have a caster on the bed and the caster just "fell apart."